Event description:
Had hernia repair (B)(6) 2006 with bard kugel 3" x 3" circle that did not lay down and caused extensive adhesions. Mesh was lifted on the edge, which did not lay down as it was suppose to according to surgeon. I was in severe pain for the past 3 years. I experienced acid and bile back up which caused barrett's esophagus and a sliding hiatal hernia causing extreme pain. I had surgery on (B)(6) 2015 to remove adhesions and abdominal pain stopped and foul taste in mouth stopped immediately. I am still suffering from the hiatal hernia pain and will have surgery in the near future. Also, I have bone loss in my jaw from extensive toxins and will be having surgery as soon as hernia surgery is done.